Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with the infusion set during use on (B)(6) 2024. Patient reported that tape was not sticking and lost the infusion set after swimming. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.